Event description:
The customer reported that the alarm is not alarming even with new batteries. This was discovered during set up prior to placing it with a pt. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the unit powers on but there is no alarm tone. There is damaged on the bottom and the back of the alarm case. (B)(4).